Manufacturer narrative:
Analysis determined the device exhibited normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy. Manufacturer representative confirmed that the clinician programmer displayed the message: replace generator/the generator has reached its end of service. The patient underwent surgical intervention where the ipg was explanted and replaced with a new one. Surgical intervention addressed issue. Therapy restored post surgery.

Event description:
Additional information received indicated no complications were noted during the procedure to replace the ipg.